Event description:
Caller reported that their pump began burning and melting while it was charging. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.